Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated using new reagents and calibrators. Maintenance history was reviewed with the customer and the customer was advised to decontaminate the bulk mup solution, and if the issue was not resolved, replace the sample probe. The customer reported the calibration failures persisted after the maintenance procedures were performed. The customer was sent a new lot of calibrator there was no impact to patient management reported by the customer.